Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump was monitored and no unexpected failed battery test alarms occurred during testing. No damage was found on the c13/lcd isolation tape during visual inspection. No display anomalies noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 243 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.